Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc blood glucose meter. The customer reported unspecified low reading from adc meter, and went to hospital. The customer reported that at hospital, she was given treatment of insulin (dose/type unknown). The customer reported adc meter results of 4.9 mmol/l and 5.7 mmol/l compared to healthcare meter results of 6.48 mmol/l and 6.5 mmol/l. However, it is unknown when these readings were taken in relation to treatment, as all readings indicate customer was within normal glucose range. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle optium neo meter was reviewed. The dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs for the precision strips were reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units were performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported a low reading issue with the adc blood glucose meter. The customer reported unspecified low reading from adc meter, and went to hospital. The customer reported that at hospital, she was given treatment of insulin (dose/type unknown). The customer reported adc meter results of 4.9 mmol/l and 5.7 mmol/l compared to healthcare meter results of 6.48 mmol/l and 6.5 mmol/l. However, it is unknown when these readings were taken in relation to treatment, as all readings indicate customer was within normal glucose range. There was no report of death or permanent injury associated with this event.